Manufacturer narrative:
Correction: device expiration date inadvertently not included in initial report. Usage of device updated to proper value.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the malleable suction became damaged and unresponsive. The site used another malleable suction to complete the surgery. There was no patient impact reported and the delay in surgery was a few minutes. Surgery proceeded as planned.